Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs (B)(4).sleep) issue. It was reported that the pump emitted multiple cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: during investigation, a review of the black box data showed multiple cs 054 call service alarms. During testing, the pump was exercised for 24 hours with no warnings or alarms. The pump case was opened and no damage was found to the printed circuit board (pcb.) The call service alarm issue was shown in the pump history but was not able to be duplicated during investigation.